Event description:
It was further reported that the pt was enrolled in the program in 2004. Target lesion 1 was identified in the proximal rca with 80% stenosis and a 3.4 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 8 mm taxus stent. Residual stenosis was 0%. The pt was discharged the next day. The patient had a nuclear stress test two months later, demonstrating a moderate, partially reversible inferior wall defect. Cardiac catheterization 22 days later revealed: lmca - 20-30 concentric proximal stenosis, lad - 30% concentric mid stenosis, lcx - 20% concentric proximal stenosis near ostium; less than 20% instent stenosis in most distal portion of stent; 30% stenosis beyond to the stent, rca (target vessel) - 60-70% proximal de novo lesion near ostium; less than 10% stenosis in taxus stent; 60-70% instent restenosis in previously placed bare metal stent; 30% mid stenosis in pda. On the same day, the de novo lesion in the proximal rca was reduced from 60-70% down to less than 20% with cutting balloon angioplasty. In addition, the instent restenosis in the bare metal stent was reduced from 60-70% down to less than 30% with cutting balloon angioplasty followed by brachytherapy. The pt was discharged four days later. In the opinion of the physician the relationship of the event to the taxus stent is "probable."

Event description:
The pt was enrolled in the program in 2004, receiving a 3.0 x 8 mm taxus stent in the proximal rca. The pt was readmitted in about 2 months later with chest pain and a recent abnormal stress test. Cardiac catheterization revealed a 60-70% de novo ostial lesion in the rca, less than 10% restenosis of taxus stent, and a 60-70% long segmental instent restenosis of an older stent in the mid rca. About 2 months later, the pt had pci as follows: cutting balloon angioplasty and brachytherapy (of the old stent) of the proximal to mid rca. No other complications have been reported.

Event description:
Clinical study. It was reported that 2 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the rca.